Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a stapled hemorrhoidectomy. The device was positioned with no incident. Surgeon clamped down on the tissue and it stapled but did not cut all the way through in one area. They managed to work the device out and repaired the area with sutures and completed the case. There was no consequence to the pt.